Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that water leaked at the connection between the water feedset tube and spike of an mr290v vented autofeed humidification chamber after four days of use. No patient consequence was reported as a result of this incident.

Manufacturer narrative:
(B)(4). Method: the complaint mr290v vented autofeed humidification chamber was returned to fph in (B)(4)for inspection. It was visually inspected for the reported leak. Results: visual inspection revealed that there was a break in the feedset tubing at the connection to the water bag spike. The surface at the break was rough (not smoothly cut). A lot check revealed no other complaints of this nature for lot number 110817. Conclusion: the damage appeared to be caused by the tube being pulled away from the spike, possibly due to the feedset being caught or under tension. All chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. This suggests that the damage occurred post production. The user instructions which accompany the mr290 chamber state the following: "set appropriate ventilator alarm." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." (B)(4).